Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was seen on (B)(6) 2021 at the clinic for the annual visit and in situ testing showed abnormal impedances. The user had not been seen since (B)(6) 2020. A report has been sent to the surgeon.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. In addition one channel migrated post-operatively out of cochlea. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user was seen on (B)(6)2021 at the clinic for the annual visit and in situ testing showed abnormal impedances. The user had not been seen since july 2020. The user is likely to be re-implanted but no date has been set yet.